Event description:
Medtronic received the following information obtained from the journal article which is summarized as follows: late type iiib endoleak after endovascular aneurysm repair: case report and review of literature; giornale di chirurgia italy; vol. 32 (6-7) p329-333. A talent abdominal stent graft was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm approximately 11 years ago. Vessel morphology at the time of implant was not reported. Post-operatively, the patient's annual CT scans were unremarkable; however, 6 years post-implantation, the patient presented emergently with abdominal pain irradiating to the back. An emergency CT angiogram showed the presence of a fabric-related type iii endoleak from the main body of the stent graft. No rupture was evident; however, the aneurysm diameter was 85 mm, as compared to 52 mm on a CT performed 10 months earlier. The physician elected to intervene by placing an aorto-uni-iliac-iliac stent graft, followed by a femoral-femoral bypass. Three months later, the patient presented with a sudden onset of abdominal pain. The CT angiogram showed that the aneurysm size had increased to 11 cm, due to a distal type I endoleak. The physician elected to intervene by successfully placing an iliac extension to the right external iliac artery. A CT angiogram acquired 6 months post-intervention showed the complete exclusion of the aneurysm sac. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). The event information does not match information previously reported to medtronic.